Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the clip failed to deploy and was caught on the end of the device. Manual compression was used to achieve hemostasis. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a stent dislodgment occurred. The target lesion was located in the superficial artery (sfa). An express ld stent delivery system was selected and during use the stent dislodged from the delivery system. An unspecified balloon catheter was advanced and deployed the stent at an unintended location. No further complications were reported. The procedure outcome and patient status is unknown.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip-deployed. Inspection revealed the locator wings were bent, which could interfere with the clip deployment; however, without the return of the clip, this could not be confirmed. Based on the investigation findings, the probable root cause for the bent locator wings is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip deployment. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.